Event description:
It was reported that during the fill tubing process the customer noticed the insulin began to flow through the and then retract back. Reportedly, it takes about 18-20 units to fill tubing, but customer states this time it took 35 units to fill tubing. Customer also reported that septum on the cartridge felt loose. Customer's blood glucose level was impacted (160-300 mg/dl).

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional info be received a supplemental form will be completed.